Event description:
The device was used during a gastric bypass procedure, the staples did not form correclty. Case completed by hand stitching anastomosis and using a new stapler, same product code. Extended surgery time by 2 hours. There was no pt consequence.